Event description:
Report received from pv on 26nov2024: accredo rn to report faulty vial of advate (B)(4) units; stating she had trouble with the suction and had to use another vial to give patient his dose.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial mis-assessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified during the manufacture of fuv advate lot taa24004a, assembled with baxjectiii device sublot tatb004a, there were no nonconformities, failures, or deviations documented in the batch record which could have contributed to the reported problem. A review of the november 2024 monthly report for advate bjiii was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for 2024 is (B)(4), in comparison to 2023, (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.